Event description:
It was reported that the patient was hospitalized after experiencing a low blood glucose of 26 mg/dl. It was stated that the patient had been doing yard work when he experienced the low blood glucose. That is all he remembers. The patient's blood glucose was 21 mg/dl when admitted. Troubleshooting was performed, and the insulin pump was programmed correctly. Found a no delivery alarm in the alarm history. The device was not exposed to high magnetic fields. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.